Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. An 8mm x 3.25mm nc quantum apex¿ balloon was used to dilate the target lesion. However, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no other devices. The distal tip was damaged. The balloon, balloon bonds and markerbands were microscopically examined and there were no damages or irregularities noted. The device was pressurized with an inflation device filled with water. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. An 8mm x 3.25mm nc quantum apex¿ balloon was used to dilate the target lesion. However, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.